Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eb15-j10 is available in the USA with a 510k number k200678. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the biopsy inlet t-piece clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the biopsy inlet t-piece. In addition, our technician confirmed that the u/d knob broken; however, this defect is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0588(channel)" and/or the risk analysis results, it was evaluated to submit MDR.